Event description:
A (B)(6) male with a history of severe sigmoid diverticulosis underwent colonoscopy with an olympus pediatric colonoscope and the dilumen device on (B)(6) 2018. During navigation, resistance to intubation was encountered on the left side of the colon due to tortuous anatomy. During continued advancement, the scope bowed downstream of the scope tip at the level of the sigmoid, causing a perforation in the sigmoid. The device and scope were removed. An endolumenal suturing device was then used to close the defect and the patient was admitted. Patient experienced some abdominal pain on (B)(6) and CT scan suggested possible peritonitis. An exploratory laparotomy was done on (B)(6) 2018. There was no peritonitis, but one stitch did not close the colon defect completely and the patient underwent a sigmoid colectomy. The patient was discharged to home on (B)(6) 2018. Examination of the dilumen device by the manufacturer revealed no deviation of device specifications and no evidence of device failure.